Event description:
The caller reported that the t:slim x2 pump battery was not charging, even after trying different adapters and cables. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and provided instructions for using a backup therapy to ensure continuous insulin delivery. A replacement pump with updated software was sent, and arrangements were made for the return of the defective pump.